Event description:
It was reported that during a coronary stent procedure, the leading edge of the balloon beyond the stent prolapsed and a dissection occurred. An add'l stent was placed beyond the first repair the dissection. Pt status is listed as "stable".